Event description:
It was reported that one week post implant there was high and varying impedance readings on the pace/sense connector. The device was explanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that one week post implant, there was high and varying impedance readings on the pace/sense connector. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found it was reported that one week post implant, there was high and varying impedance readings on the pace/sense connector. The device was explanted. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed according to specifications device evaluated and alleged failure could not be duplicated impedance, high.